Event description:
It was reported that there was a black mark on the reservoir of a large volume infusor. This was noted before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured november 10, 2014 - november 11, 2014. The device was visually inspected for particulate matter at the baxter dublin compounding center. Visual inspection verified black mark on the reservoir. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.